Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured during use. No medical intervention or delay reported. The procedure was finished with an alternative instrument. No further information available at this time.

Event description:
It was reported the instrument fractured during use. No pieces fell in the patient. No medical intervention or delay reported. No further information available at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Examination of the returned device confirms the reported fracture. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.

Event description:
No further information available at this time of this reporting.

Manufacturer narrative:
UDI# (B)(4).